Event description:
Pt underwent bi-polar hip arthroplasty in 2005. Following this procedure, bi-polar component disassociated from the calcar femoral prosthesis. Pt returned to surgery 2005 to replace components.